Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was advanced through the scope. Once it was positioned at the correct angle with guidance from the elevator, the physician began cauterizing into the cyst. The distal flange was deployed successfully; however, when attempting to deploy the proximal flange, it failed to exit the scope. Multiple attempts were made to maneuver it out by rotating the scope, but it still did not deploy. Eventually, a 450 cm guidewire was used to access the cyst, and a new stent was loaded over the wire to achieve successful placement. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.